Event description:
It was reported that the bd safetyglide¿ needle experienced occlusion. The following information was provided by the initial reporter: bd safety glude needle 25gx 1 was inserted into patients' muscle to administer vaccine. Resistance met and unable to vaccinate. Had to withdrawl vaccine and poke again with a new needle tip to successfully administer vaccine to patient.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.